Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having a problem with the insulin pump and had a no delivery alarm that has been happening more in the past 2 weeks. Customer's blood glucose was 217 mg/dl. Customer tries to rewind but it does not move forward to the reservoir. Customer stated that it hits max fill and it does not look like the motor is moving. Customer bolused for now and received an alarm. Customer stated that she gets no delivery alarms when not bolusing. Customer stated that she did not receive a no reservoir alarm during the displacement test, so the pump failed. Customer stated that the piston is not working. Customer had a bunch of no delivery alarms in the alarm history. Customer stated that the drive support cap is slightly recessed. Customer gave a manual injection of 5 units. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed all functional testing including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error or excessive no delivery alarms were noted during testing. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.